Manufacturer narrative:
The measurement carried out with the integra analyzer was performed using serum from the sample. The measurement carried out with the blood gas analyzer was performed using the whole blood of the sample. The customer has not reported any further incidents.

Manufacturer narrative:
The customer did not report any other issues after service. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested on a cobas integra 400 plus analyzer. Results for the following tests were affected: na electrode, k electrode, and calcium gen. 2. The first sample initially resulted in a na value of 122 mmol/l and it repeated as 134 mmol/l. The second sample initially resulted in the following values: na = 120.6 mmol/l. K = 3.57 mmol/l. Calcium = 2.59 mmol/l. The second sample was repeated on an unknown blood gas analyzer, resulting in the following values: na = 133.3 mmol/l. K = 8.53 mmol/l. Calcium = 1.18 mmol/l. The second sample was repeated again on the original analyzer, resulting in a na value of 132.4 mmol/l.

Manufacturer narrative:
The electrode and reagent lot numbers and expiration dates were requested, but not provided. The field service engineer checked the analyzer and it was working within specifications. The investigation is ongoing.